Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that one day post implant, the patient was dropping a single tracked ventricular beat every hour. The device remains in use. No patient complications have been reported as a result of this event.